Event description:
It was reported that during removal of the catheter, it separated with a 6cm piece remaining in the patient. The user may have exerted excessive force during removal. The separated portion was removed by a neurosurgeon, and there were no additional complications.